Event description:
Soreness and redness were reported at the incision site, and extending about 6 inches from the incision site. The lead was explanted in the clinic by md. Antibiotic was ordered x 10 days. This occurred during a test stimulation. The incident resolved without sequelae.

Manufacturer narrative:
(B) (4).